Event description:
A malfunction on the pump was reported by the caller, displaying malfunction code malf 12 with fault ID 0x2071, which was resettable. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted with the reset process, and instructed the customer to continue using the pump. The customer was advised to call back if the malfunction code recurred, indicating an understanding of the instructions.